Manufacturer narrative:
Investigation pending.

Event description:
Caller reported discrepant results using the inratio meter: results as follows: date: (B)(6) 2010, inratio: 4.8. Date: (B)(6) 2010, inratio: 3.6, lab: 2.3. Patient's dose was changed from 5mg/day to 4mg/day. A-fib diagnosis.